Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device on the valve bond edge side assessed as unidentified (tear) opening. Additional observations: creases are observed. Black particles in device inner surface are observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d.6.b, h4, h6.

Event description:
Device has been explanted and replaced.